Event description:
Information received from the field notes that aai mode at any amplitude caused muscle stimulation. Atrial lead impedance was 280 ohms and an atrial threshold could not be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received